Event description:
It was reported that the device continued to infusion even after the device prompted "infusion complete". The patient was being given propofol and eventually the entire bag emptied. There was patient involvement but the information on patient impact is unknown.

Manufacturer narrative:
Omit: a140502 - free or unrestricted flow (2945) the reported issue that the device continued to infusion even after the device prompted "infusion complete" was confirmed by tech support.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device continued to infusion even after the device prompted "infusion complete". The patient was being given propofol and eventually the entire bag emptied. There was patient involvement but the information on patient impact is unknown.